Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department to investigate the reported error. Fse conducted follow-up with the customer over-the-phone to address the reported event and the customer refused service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were two (2) similar complaints including this one identified during the searched period. The aia-600ii operator's manual section 8.2 analyzer error messages states the following: all mechanical errors are associated with a particular system, operation, or communication function. Errors requiring solutions beyond the scope of the operator should be referred to tosoh bioscience, inc. Technical service. All reoccurring mechanical errors should be reported to tosoh bioscience technical service. Pickup failure turn off power to the analyzer. Open covers and check inside the instrument for dropped test cups or tips, test cups or tips obstructing the waste chute, or a test cup stuck in the pickup chuck. Remove any obstructions, clean the waste chute and bottom of the pickup chuck with ethanol, secure the plastic waste liner under the lip of the waste chute. Reinitialize the analyzer by turning on the analyzer at the power switch. Call tosoh bioscience if problem reoccurs. The most probable cause of the reported issue is unknown the customer declined service. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving pickup failure level 1 on their aia-600ii instrument. Customer has powered the instrument off and then on but the error still occurred. Instrument is down and service was requested. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2, bhcg, prog ii, fsh patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.